Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The deployment difficulty was not confirmed. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. The returned analysis noted that the distal sheath was collapsed which may have contributed to the deployment issue. It may be possible that the distal sheath was entrapped within the anatomy and preventing the ratchet from being able to engage the stent to deploy; however, this could not be confirmed. The tip detachment likely occurred as the partially deployed stent was being withdrawn through the restricted area of the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and de novo lesion in the distal femoral artery, measuring 4.5mm in diameter. A 4.0x100mm balloon was inflated to nominal pressure of 8atm for 2 minutes to prepare the vessel. A 4.0x100mm supera self-expanding delivery system (sess) was advanced to the target lesion without reported issue; however, the stent failed to deploy. Upon removal of the sess, it was noted that the tip of the shaft had detached and remained inside the patient anatomy on the guide wire. The guide wire was carefully removed, which brought the supera tip to the insertion site where it was retrieved from the patient anatomy. It was confirmed that no additional intervention was required to remove the separated tip. Another supera sess was advanced and the stent was successfully deployed to complete the procedure. There were no adverse patient effects. Although there was a reported delay in the procedure, the delay did not result in any adverse patient sequela; therefore, it is not considered clinically significant. No additional information was provided.